Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: local staff carried out a buzzer sounding test during preventive maintenance, but the buzzer did not sound.

Manufacturer narrative:
It was reported that the buzzer monitoring system detects no sound from buzzer at start-up during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective control board. After replacing the control board, the device was released back into use.